Manufacturer narrative:
Suspect medical device, device manufacture date: reservoir: gtin # (B)(4), upn# (B)(4), batch/lot # 655976006, mfg date 06/07/2010, exp date 05/24/2012.

Event description:
It was reported that a patient reported ams700 inflatable penile prosthesis failed. The patient stated that the pump became very difficult to pump and then all of a sudden gave way and then wouldn't pump anymore. It appears to be flat and have no fluid. He is going to make an appointment with his surgeon for possible replacement.